Event description:
The brake caster wheel not locking in place when the brake is applied (caster continues to swivel).

Manufacturer narrative:
The tech found the locking tab which locks the caster wheel in place was bent. The tech straightened the locking tab with the teeth to align the holes to lock the caster wheel to repair the bed.